Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the reporter heard the patient collapse and immediately checked on him. She found the patient lying down with a head laceration and a broken tooth. A bg meter reading of 79 mg/dl and cgm reading of 167 mg/dl was recorded at the time of the event. The reporter noted a discrepancy of approximately 100 mg/dl between the cgm reading and the pump reading. The patient¿s parent administered apple juice for treatment and subsequently took the patient to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 144 mg/dl. No cgm comparison value was reported at that time. Due to the head injury, the patient received six staples and was treated with unspecified pain medication. The duration of the ER visit was not specified. At the time of reporting, the patient continued to feel unwell due to the head injury. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.